Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was exhibiting beep tones. It was reported that the beep tones were triggered by an out of range lead measurement prior to implant. The alert was cleared, but was not reset, so the beeping reoccurred. The patient reported feeling congested and generally not well since the beeping occurred. The patient was concerned about the programming of the device. The device was interrogated and it was noted that the heart failure and brady parameters were programmed off. A guidant technical services (ts) consultant discussed the the brady pacing must have been programmed off inadvertently. No adverse patient symptoms were reported.